Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue was found with the device's sd memory card. The sd card caused the device to reboot several times resulting in a ventilator inoperative condition. The device's sd card was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no alelgation of device malfunction. The device was not in patient use.